Manufacturer narrative:
Pump passed displacement test, operating currents, self-test and off no power test. No blank display noted. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. (B)(4).

Event description:
It was reported via phone call that insulin pump was dropped causing a blank display. Customer's blood glucose was 428 mg/dl, which was treated with manual injection. It was reported that battey compartment was damaged. Insulin pump would be replaced.